Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant failed to achieve osseointegration. Clinician noted patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported that 10 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant failed to achieve osseointegration. Clinician noted patient's bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).